Event description:
It was reported that the wake button was unresponsive. There was no reported impact to the customer's blood glucose level, as the customer declined to provide this information. Technical support instructed the customer to attempt various troubleshooting steps, including pressing specific buttons and checking the power source. Although the pump could eventually display the option/bolus home screen when plugged in, the issue persisted when not connected to a power source. Customer was instructed to keep pump plugged into a power source in order to use the pump screen.